Event description:
The ssfn femur nail difficult to insert into the intra-medullary canal. The canal was reamed 2 size larger than the nail used. (Diameter nail 10 x 380mm, right). Despite remaining 2 size larger (reamed up to diameter 12 mm), the nail was still difficult to insert. The problem only started after the fracture line.

Manufacturer narrative:
Part number associated with device not sold in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.